Manufacturer narrative:
(B)(4) date sent 4/29/2026 d4 batch #475d01. Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received partially fired 1/3, with 8 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the right proximal side. Upon evaluation of the reload, the reload body, one-piece sled was noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may have not been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 475d01, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #plee60a, with lot/batch #a97e7f, and no non-conformances were identified.

Event description:
It was reported that during a colon resection procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.